Event description:
Swelling in both knees [joint swelling]. Aspirated fluid out of both knees [joint effusion]. Many white blood cells in knee synovial fluid [synovial fluid white blood cells positive]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse (via a sales representative) on the behalf of a physician regarding a male pt (age not provided), with initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan gf-20) injection (dosage regimen and route of administration not provided) into both knees. On (B)(6) 2013, the pt received third synvisc injection into both knees. It was reported that prior to third synvisc injection, the physician aspirated 22 cc of fluid out of his right knee. On unspecified date in 2013, the pt developed swelling in both knees. On (B)(6) 2013, the pt went to physician with swelling in both knees. The same day, arthrocentesis was performed and 30 cc of fluid was aspirated from his left knee and 20 cc of fluid was aspirated from his right knee. The specimen of the aspirated fluid was sent to the laboratory and the results revealed "many white blood cells in the fluid" but no organism was seen. The pt received steroid (unspecified) injection in both knees as a treatment. The outcome for all events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc is not affected by this report.